Manufacturer narrative:
Date of report: 03dec2018. Date of manufacturer: 29nov2018. Philip's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The battery was replaced and the unit was returned to service.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 10oct2018. International UDI: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the battery failed. There was no patient involvement. The event date was not specified; estimate used.